Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(4) 2017 at 6: 30 pm with blood glucose of 600 mg/dl. Customer reports they feel okay to troubleshoot. Customer was hospitalized because of having high blood glucose reading and they were vomiting. Customer current blood glucose was 105 mg/dl. Customer blood glucose at the time of the incident was 600 mg/dl. Customer was treated in the urgent care. The hospital name was south regional hospital. Customer was wearing the pump at time of hospitalization. Drive support cap condition was normal. Customer stated cannula was not mentioned. Customer declined to check if there was occlusion on the set and reservoir. Insulin pump setting was correct. High pressure test did not perform. Insulin pump will not be returning for analysis.